Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 got stuck and failed to close. A field service engineer (fse) addressed a jammed main matrix drawer 6 by guiding the customer through troubleshooting, which revealed a bearing cage obstruction. The customer cleared it, and the drawer operated normally. On-site inspection confirmed drawer 6 was functioning properly after hardware tests. Further checks showed drawer 5.2 had a missing bearing cage and extended too far, requiring replacement. The half-height drawer 5 was replaced, reconfigured in storage space, and tested using the hardware test application. The station was rebooted, and hardware test application tests confirmed normal operation. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed to open. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.